Event description:
Barium swallow to r/o perf. (Was r/o'd). At end of case, pdt diffuser fiber was withdrawn and discovered that the end of diffuser fiber was charred exposing end of fiber. No injury to pt.